Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device did not present any damage or irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range without any leaks, issues, or alarms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the vessel perforation occurred. The target lesion was located in the non-calcified and about 90% clotted greater saphenous vein. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure. The device was running fine inside the patient. However, there was a perforation of the venous wall after 2 minutes of use. The catheter was removed from the patient. Pressure was applied to the patient's leg where the perforation occurred. It healed on its own and the procedure was continued. The procedure was then completed with either the same or a different device. No further complications arose and the patient was fine.